Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff alleged that the pk dissecting forceps instrument had a recognition issue with the system. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. The alleged complaint of that the instrument was not recognized by the system could not be confirmed. The instrument was checked for recognition on an in-house is3000 system. The is3000 system successfully recognized the instrument. The pogo pins of the instrument were not found to be sticking and were not contaminated. Engineering was unable to replicate the alleged recognition issue. An additional observation not reported by the site was a broken cable. The pitch down cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the instrument's wrist were not damaged. No other instrument damage was observed. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.